Event description:
It was reported that: the patient has swelling, redness, and legs are very weak. Patient wants to know if knee has been recalled. Patient had revision surgery on (B)(6) 1998.

Event description:
It was reported that: the patient has swelling, redness, and legs are very weak. Patient wants to know if knee has been recalled. Patient had revision surgery on (B)(6) 1998.

Manufacturer narrative:
Additional information provided confirmed the device reported is manufactured by synthes and is not stryker device.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).